Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter facility name: (B)(6) health care metro.

Event description:
It was reported that 3 bd maxplus¿ extension sets, pressure rated, purple striped were clogged. The following information was provided by the initial reporter: " attempted to flush extension set after successful IV insertion. Pulled IV due to unsuccessful flushing of tubing. IV attempted 3 more times. Final time again met with resistance, switched extension set twice until successful. Suspected extension set malfunction."

Event description:
It was reported that 3 bd maxplus¿ extension sets, pressure rated, purple striped were clogged. The following information was provided by the initial reporter: " attempted to flush extension set after successful IV insertion. Pulled IV due to unsuccessful flushing of tubing. IV attempted 3 more times. Final time again met with resistance, switched extension set twice until successful. Suspected extension set malfunction."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the extension set will not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 21085852 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.